Event description:
It was reported that the patient had a inflatable penile prosthesis (ipp) implant surgery in (B)(6) 2021. The patient says the penis had a bad curvature therefore the physician left the ipp inflated for 2 months and the curve came back worse than before. The patient also feels that the penis head does not have the correct shape. No additional patient complications were reported.